Manufacturer narrative:
The initial reporter indicated the subject device would be returned. As of the date of this report, the device has not yet been received. Coopersurgical is reporting this event because medical intervention occurred to remove the cup from the infant's scalp. Should additional information be received, this report will be supplemented as required.

Event description:
After delivery, the vacuum assist delivery device would not release from the infant's head. The stem tubing of the device was cut, but the cup remained attached to the fetal scalp. The cup was then cut, so it could be removed. There were no negative outcomes noted. The mother and baby were reported as well. No additional medical attention was required.